Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported sudden painful stimulation especially when she lays down, if lays on it and puts pressure on it then it hurts. The patient thinks it is surgical and that when she walks up stairs it goes down her leg. It can be painful at times and that she is tried because she was so uncomfortable. Patient said they put this device on the left side and she does everything on the right sided. She said, they put it on the non sensitive side so it might be more sensitive. During troubleshooting it was determined that patient was on program 1 at 2.5volts and patient lowered the stim to 2.2 volts on program 1 and does not feel stimulation but patient will try it at the lower setting for a couple of days. Caller said she is going to the doctor tomorrow. No further complications were reported or anticipated. See related pe (B)(4) infection at ins site